Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found that the system couldn't make x-ray. The rse reviewed the logfiles and found that the ippc and flat detector controller commutation had problems. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file indicated that there was malfunction of the ippc (image processing pc). During troubleshooting, fse found that there were defective hard drives. The fse replaced three hard drives image 1 and 2 with os drive as well as downloaded the board software and recreated the images to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system could not perform x-ray. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.